Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 121 mg/dl. The customer reported that they changed the battery two times but screen just showing the replace battery message. The customer confirmed that they were calling back with blank display after receiving new battery cap. Customer states that the display was blank for less than 30 seconds and then returned but display was blank at the time of the call. The insulin pump will not be returned for analysis. Troubleshooting was performed but the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted. (B)(4).